Event description:
Vaginal mesh erosion.operative findings: the mesh was exposed in a linear area exactly in the sagittal midline. It was about 0.5 centimeters in length. It seemed as if the mesh had shrunken in some and folded in this area and it was quite a narrow exposure. The mesh seemed to be somewhat folded over in this area and thickened. There was some thickening that extended from one side to the other. This did not seem to be in the area of the mid urethral tape. The mid urethral tape area had the urethra somewhat higher than would be typical after this kind of surgery. Cystoscopy failed to reveal any evidence of any mesh in the bladder and at the end of the operation confirmed bilateral ureteral patency.